Event description:
It was reported that approximately two weeks post implant, the patient had concerns with their heart racing even after the ipg was implanted. The patient indicated that they were concerned that the limits were not set correctly. The ipg remains in use. No further patient complications have been reported as a result of this event.